Event description:
It was reported the right ventricular (rv) lead had high threshold. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned in segments, analyzed and no anomalies were found. It was noted that the defibrillation conductor was distorted, the proximal conductor was cut, there was blood/body fluid on several conductors (not obstructed), there was blood/body fluid on the outer tubing overlay, the outer tubing overlay had cosmetic environmental stress cracking, the inner insulation was breached cut, the outer insulation was breached cut, the outer tubing overlay was breached cut, the outer insulation had a cosmetic depression, there was blood in/on the helix mechanism, there was apparent explant damage and there was a non-electrical miscellaneous finding on the tip electrode. The analyst commented that the steroid ring was missing and unable to determine when this occurred. (B)(4) - no anomalies found (B)(4) full lead in segments.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.